Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during investigation, all the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the contrast button required additional increased force. Evidence of contamination was found under all key contacts. The keypad button symbols were worn which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue with evidence of contamination. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.